Manufacturer narrative:
On evaluation of the returned device, it was noted that upon actuation of the handle there was no deployment or retraction possible. The safety wire was not returned with the device. The stent was returned partially exposed. The handle assembly was dismantled during the evaluation by the cirl research & development engineer and it was noted that the flexor had broken at the shuttle cap. The stent was deployed by hand when force was applied during the evaluation. It was noted there was no issue with the stent . It was confirmed by the doctor that the patient did not have tortuous anatomy or calcification but there was resistance. The customer complaint was confirmed as the stent could not be deployed as the flexor was broken within the handle. A possible cause could be that there was massive pressure and force may have been applied when attempting to deploy the stent due to resistance. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.. There were no other discrepancies in the manufacturing records that could have contributed to this complaint issue. The instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. No additional procedure was needed, but the stents failure increased the procedural timing in approximately 1 and a half hours. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The colonoscope was in very difficult position, close to the cecum, they tried to release an stent evo-25-30-10-c and the stent cannot be released, after that they tried again with another stent evo stent and the result was the same, stent cannot be released. Finally they tried with a competitor colonic stent and it was implanted without problems. The device was returned and evaluated on the 09-may-16 and the stent was confirmed to be partially deployed. It is assumed this stent was partially deployed when removing from the patient. This event meets the FDA MDR reporting criteria based on a malfunction precedence established for this device family.